Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, out of box, the recirculation line off the arterial outlet became separated from the white luer connection. No patient involvement as this occurred out of box.

Manufacturer narrative:
Terumo had received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).